Event description:
It was reported that four days after implant, an alert for non-sustained rv oversensing was received due to high capture threshold. It was noted that the lead was taught with no slack. The lead was explanted and replaced. Patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.